Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was caller reported pt had an MRI this past weekend (on saturday) and reported in the process of that MRI pt was screaming with pain and it felt like they were burning pt. Caller clarified pt felt a burning sensation like someone put a "hot poker" to pt. Caller stated pt had an MRI scan in the past with no issues and stated they know MRI mode was activated for MRI in the past. Caller stated they are not sure if MRI mode was activated for this MRI scan as caller did not go back with pt. Caller stated therapy was on and at pt's same therapy setting when they first checked it following MRI. Caller stated a medical assistant had pt's external equipment when pt went back for MRI so they are not sure if they ever activated MRI mode. Caller stated they were told following pt's MRI that pt had a problem with pain and it should go away in a day or two or to call medtronic. Caller stated pt's pain comes and goes. Caller stated they spoke with pt's hcp that told pt to turn ins off. Reviewed how to turn off pt's ins and caller successfully turned off pt's ins. Caller stated pt could feel that the implant "has changed" and confirmed pt was not feeling any pain for the duration of the call. Reviewed MRI/MRI mode information. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.